Manufacturer narrative:
The reported event was muscle stimulation. As received, a complete lead was returned for analysis for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2025-27581. It was reported that the patient's both right ventricular (rv) leads exhibited pocket stimulation. The physician explanted and replaced both rv leads to resolve the issue. The patient was in stable condition.